Manufacturer narrative:
No button error alarm or audio or beep anomaly noted during testing. Device had unresponsive esc and act buttons due to corroded keypad traces. No moisture damage on electronic assembly during visual inspection. Device had minor scratched lcd window, cracked lcd window, cracked battery tube threads, broken reservoir tube lip, broken belt clip slot, cracked case at display window corners, cracked case at reservoir tube window corners, stained address or serial number label and stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported that, the insulin pump got moisture damaged and no longer working. The blood glucose was 142 mg/dl at the time of the incident. Customer stated that, a constant tone is occurring and it went into a button error with a high peach noise. Customer advised to discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.